Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient reported that their lead migrated in (B)(6) 2016 and that they had a revision the same month which resolved the issue and the patient recovered completely. There were no falls, trauma, or unrelated medical procedures pertaining to this event. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.